Event description:
It was reported that during an open lobectomy during the first firing on the pulmonary artery the device was hard to fire. The device cut and partially stapled leaving a "bloody mess" per the surgeon. The case was completed with 5-0 sutures. There was no adverse patient consequence. Device was discarded. Additional follow up was provided. There was approx 200cc of blood loss, it was an open case and a suture was put on right away. No intervention was required. The stapler failed on the pulmonary vein. No tissue was excised prior to firing the stapler. The firing of the stapler was initial load. The stapler was not fired on an existing staple line.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.